Manufacturer narrative:
(B)(4). Date sent: 1/12/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the video available? Does the surgeon allege any deficiency with the device that cause/contributed to the patient post operative care? Did the ercp cause or contribute to the bile leak? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, in a case of acute cholecystitis, the patient complained of abdominal distension two days after surgery. A stone was found in the common bile duct and removed endoscopically. Four or five days after surgery, bile leakage was discovered by contrast imaging. Treatment was performed with puncture drainage (performed from outside the body cavity, (B)(6)) and enpd (endoscopic nasopancreatic drainage). The doctor's opinion on the cause of this event was that, upon reviewing the video, the mucosa was slightly inverted from the clip area, (this was not noticed during surgery). There were two stones in the common bile duct, which may have applied pressure on the ligated area, causing the tissue to gradually rupture. Since re-operation was not performed, the specific cause is unknown. The patient is gradually improving after the procedure. The patient is currently hospitalized with a target discharge date of (B)(6). There was no particular patient background information, such as allergies or medical history. The patient developed acute cholecystitis while traveling, and the operation was performed three days after on-set. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. Additional information was requested and the following was obtained: is the video available? That is not provided from the hospital. Does the surgeon allege any deficiency with the device that cause/contributed to the patient post operative care? Unknown. Did the ercp cause or contribute to the bile leak? Unknown.